Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. Logfiles review shows all laser system functions were within specifications for the respective treatment day. The system history shows that the laser was verified successfully prior and after the date of treatment. The pre and post operative topography images do not allow any conclusion why the reported overcorrection has occurred. Post-operative topography shows a slight inferior decentration of the ablation. Considering the pre- and post-operative pachymetry values, the difference matches the desired laser correction of approximately 60¿m (central max. Ablation at 6.5mm oz). The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely root cause is decentration by the user and/or biomechanical and/or epithelial reaction after the laser ablation.

Event description:
A customer reported that a patient experienced hypercorrection three months after lasek surgery. No medical or surgical intervention were required. Per the surgeon, the system did not cause or contribute to the event. Additional information was requested and received. This is one of three reports being filed for the same facility. This report is for the left eye of the third patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).